Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing ruptured when the patient was punctured. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tube was found to have ruptured when the patient was punctured."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0297068 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing ruptured when the patient was punctured. The following information was provided by the initial reporter, translated from chinese to english: "the catheter tube was found to have ruptured when the patient was punctured."